Event description:
It was reported that a spectrum pump failed volume test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information d1, d3, d4unique identifier (UDI) #, d4: model #, g4: combination product additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During functional testing, the reported problem of "failed volume test during preventative maintenance " was not reproduced. A review of the event history log revealed the last days of customer use revealed two infusions programmed at a rate of 40 ml/hr and vtbi: 10 ml. The infusion did run to completion without interruption. Additionally, these parameters do not align with the recommended parameters for flow accuracy testing (rate 40 ml/hr and vtbi 20 ml) per the spectrum installation and maintenance manual. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was not determined. No pump correction is required to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: h6 investigation findings. Correction: h6 investigation conclusions. Correction h11: the device was received for evaluation. Functional testing for flow accuracy was not completed at the time of evaluation. An event date was not provided, however review of the event history log on the last days of customer use revealed two infusions programmed at a rate of 40 ml/hr and vtbi: 10 ml. The infusion did run to completion without interruption and therefore no abnormalities were observed however, these parameters do not align with the recommended parameters for flow accuracy testing (rate 40 ml/hr and vtbi 20 ml) per the spectrum installation and maintenance manual. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was unable to be verified. As part of the release process the device was subject to flow accuracy calibration testing and the device passed. The device will be subject to all final release testing before return to the customer. Should additional relevant information become available, a supplemental report will be submitted.